Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the scanner failed due to the cable was moved. The field service engineer replaced the cable in the scanner to resolve the issue. A field service engineer confirmed that there was a delay in dispensing medication to the patients. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system that it had a scanner failure which was damaged. The customer reported that there was a delay in dispensing medications. There were no adverse events or injuries reported based on this incident.